Event description:
On 13 february 2025, leica biosystems received the following information: ¿biopsy affected.¿ on(B)(6) 2025, the assigned leica field applications specialist ¿ core histology, USA (fas) provided support to the customer and documented: ¿upon opening wax chambers, strong smell of ethanol. Observed large bubbles that popped when wax chambers were opened. It is possible that one of the xylene bottles were accidentally filled with ethanol lead tech came into processing room and smelled xylene bottles. Station 11 is filled with ethanol.¿ the fas documented affected patient tissue was derived from one (1) ¿8 hour fatty¿ protocol comprising 147 cassettes, executed in retort a which started at 06:54 on (B)(6) 2025 and completed at 05:14 on (B)(6) 2025 and one (1) ¿1 hour¿ protocol comprising 175 cassettes, executed in retort b which started at 06:56 on (B)(6) 2025 and completed at 22:01 on (B)(6) 2025. The type(s) and size(s) of the affected tissue samples were documented as ¿small and large¿ and ¿bx ¿ 1.5 mm/ fatty ¿ 5mm¿, respectively. The affected tissue artefact was described as ¿over (biopsies) and under processed (fatty)¿ and the affected patient tissue samples were not re-processed. The fas documented ¿poor maintenance, but reagents are clear inside.¿ the fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% for all bottles except bottle 4 which had a measured concentration of 76% and a calculated concentration of 69%, bottle 5 which had a measured concentration of 82% and a calculated concentration of 74%, and bottle 9 which had a measured concentration of 93% and a calculated concentration of 85%.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of both the ¿8 hour fatty¿ protocol comprising 147 cassettes which started in retort a at 06:54 on (B)(6) 2025 and completed successfully at 05:00 on (B)(6) 2025 and the ¿1 hour¿ protocol comprising 175 cassettes which started in retort b at 06:56 on (B)(6) 2025 and completed successfully at 22:00 on (b)(60 2025, from which sub-optimal processing was reported by the customer and an additional five (5) processing runs executed between 01 (B)(6) 2025 prior to the affected runs from which sub-optimal processing of patient tissue samples would have been derived. Information provided by the fas, detailed bottle 11 (xylene) was filled with ethanol during reagent replacement. Due to this use error, bottle 11 (xylene) containing ethanol was used as the final clearing step in the affected tissue processing runs. Ethanol is not appropriate for use in the final clearing step of a protocol. Based on the information provided, the root cause for the sub-optimal tissue processing reported by the customer was the use of an incorrect reagent type required for use in the final clearing step of a protocol. Section 5.3.2 of the leica peloris/peloris ii user manual contains the following specific warning: ¿always ensure that the reagents configured in the software are the actual reagents loaded on the instrument. A station containing different reagent could damage tissue samples.¿ as detailed in section 8.1 of the leica peloris/peloris ii user manual, xylene with a minimum concentration of 95% is required for use in the final clearing step of a protocol. The consequences of using ethanol in place of xylene for the final clearing step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Although the information available indicates that no patient cases were affected, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on the quality of processing of patient tissue samples has been reported to the manufacturer in association with the circumstances involved in this complaint.